Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that poor communication occurred due to cable failure and the image was not displayed. Appearance of the cable was damaged; thus, it was determined that the cable failed due to disconnection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to a cable unit that was found to be damaged. Additional evaluation findings: a dent was found in cover; the plug unit and focus ring was damaged; and coupler stopper painting was peeled off. Additional information is still pending and investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the hd camera head was defective and the cable was broken. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image was displayed on the monitor. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.